Event description:
This case was reported by a consumer and described the occurrence of coma in a (B)(6) female pt who received super poligrip extra care with poliseal ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip extra care with poliseal (dental). At an unk time after starting super poligrip extra care with poliseal, the pt experienced coma, stroke, bronchitis, urinary tract infection, device misuse, lack of effect, lightheadedness, poor balance, talking nonsense, feeling abnormal, automobile accident and abnormal magnetic resonance imaging (MRI). The pt was hospitalized. At the time of reporting, the events were unresolved. The consumer reported that she had been in a coma for 5 days and hospitalized during (B)(6) 2008. Consumer reported that she was found to have bronchitis and a urinary tract infection. Consumer reported that she had an MRI that showed yellow or white circles on her brain stem which she stated was the result of her having strokes. Follow-up information from the pt was received on (B)(6) 2010. Concurrent medical conditions included abnormal heart rate, allergic to ambien, allergy to cipro, cholesterol, colitis, cough, crohn's, depression, drug allergy (lunesta), mouth swollen, nerve pain, oral cancer, shortness of breath and sulfa allergy. Concurrent medications included nicotinic acid (niaspan), amitriptyline, sertraline, mesalazine (asacol), gabapentin, promethazine dm, atenolol, lovastatin (mevacor), omeprazole (prilosec), sodium bicarbonate (sodium bicarb) and alprazolam. The consumer reported that she applied the super poligrip every 2 hours because her bottom denture did not hold. Consumer reported that in (B)(6) 2008, she went out and totaled her car and then went home, but did not show up for work the next day. Consumer reported that her co-workers found her and she would talk but not make any sense and then would be like she was asleep. Consumer reported that she was taken to the emergency room where she was admitted on (B)(6) 2008 and then discharged to home on (B)(6) 2008. Consumer reported that she had a lot of tests done while in the hospital but could not remember what they were or how she was treated. Consumer also was unable to recall what medication she was on at that time. Consumer reported that all they could find at the hospital was a urinary tract infection and bronchitis. Consumer also reported that after discharge from the hospital she had an MRI which showed yellow or white circles on her brain and brain stem that she said she was told indicated that she had had a few strokes. Consumer reported that she has discontinued using super poligrip but has lightheadedness and her balance is not good. At the time of reporting, the events were unresolved. The manufacturer's report number for this case is 9681138-2010-00143. Super poligrip extra care with poliseal is manufactured in (B)(4). The lot numbers for this product are available (lot numbers (B)(4)). It was unk if the product will be returned for quality assurance testing.